Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6), 2012. The patient reported blood glucose results of "154 mg/dl" with the subject meter and "121 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with glyburide pills (1.25 mg 2x daily). It is not known if the patient made changes to his usual diabetes management routine due to the reported issue. After the start of the alleged issue, the patient claims he felt symptoms of sweating and weakness. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.